Event description:
Pt with mallampati class iii, small mouth opening, thyromental distance 2 finger breadths, with limited neck mobility, was intubated with endotracheal tube introducer device. Upon removal of endotracheal tube device, it was noted that device broke off at 12cm and went to the pt's trachea. The broken piece was removed using a combination of flexible and rigid bronchoscopy. Pt remained intubated for 72hrs following surgery. Extubation was successful, pt was discharged and has been doing fine.